Manufacturer narrative:
Evaluation of the returned device by engineering determined that the tip failure appears to be attribued to high torsional loading conditions. Review of manufacturing history record found a total of 21 pieces of this lot were released for distribution on 10/25/15 with 4 pieces rejected for dimensional discrepencies and placed on (B)(4) to be re-worked. Review of complaint history did not reveal a trend for reports of this natuure for this part number. This report is number 1 of 2 mdrs filed for the same event (reference 3005739886-2017-00041 / 00042).

Event description:
During a reform surgery on (B)(6) 2017 the hxx-39-0001 driver tip broke but was removed with a suction tip.